Event description:
Complainant alleged that during biomed testing the device was unable to charge energy via the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.